Event description:
It was reported that the recharger screen showed the reposition antenna screen. The patient was not able to recharge the implantable neurostimulator (ins). The screen just ¿started blinking and would not charge the implant.¿ the recharger was not giving any sort of error code. The patient tried repositioning the antenna, but it didn¿t fix the patient¿s problem. The patient did not have the patient programmer with him at the time of the report and the patient didn¿t use the patient programmer. The patient used the recharger to turn the stimulation on and off and he never adjusted the stimulation up or down. He just kept the stimulation at 8.5v. The recharging issues began the night prior to the report when the patient tried to recharge the ins. The last time the patient successfully recharged was a month prior to the report. The last time the patient felt stimulation was 2 nights prior to the report. When the ins battery level got low, the patient¿s stimulation kept cutting on and off by itself. It was further noted that it was ¿shocking him for a second, then it stopped, shocking and then stopped. It was later clarified that the device was not physically shocking him; he meant that he felt stimulation for a second, then it stopped and then the patient felt stimulation again. This had been occurring for 2 weeks prior to the report. This was a sudden change in his therapy. The patient¿s ins was charged at the time of the report and the patient kept it charged.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).